Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was attempted and not used for an unknown reason. The icm is no longer in use. No patient complications have been reported as a result of this event.